Event description:
A valiant stent graft system was implanted in zone two for the endovascular treatment of a thoracic aortic aneurysm. The proximal neck was 42-39 mm in diameter and 35 mm in length. The aneurysm length was 220 mm. The distal aorta was 34 mm in diameter. The left common iliac artery was 13 mm in diameter and the right common iliac artery was 14 mm in diameter. The left external iliac measured 7 mm in diameter and the right external iliac measured 8 mm in diameter. It was reported that approximately four months post implant, the patient presented urgently to the hospital with a fever. A CT scan found a type a dissection in the ascending aorta. The dissection appeared to be in a retrograde direction to the aortic valve (about the origin of brachiocephalic artery) from around the proximal side of valiant stent graft. The patient outcome is presently stable, but surgical treatment is likely needed so the physician is planning to replace the ascending aorta. The physician stated that it is possible the valiant proximal bare stent perforated th e vessel wall, which might have caused the dissection. No clinical sequelae were reported and the patient is fine. Film review analysis: review of returned films pre-implant showed that the patient had a taa (approx 6cm max diameter), and a aaa (approx 3.5cm max diameter). The thoracic diameter near the brachiocephalic measured approximately 4.5cm. In the ascending thoracic the aorta measured 46 x 48mm, with apparent semi-circular wall thickening (0.5mm max) seen near this location; possibly due to an intramural hematoma. Post-implant cta's show that the stent graft was placed distal to the lcca, and the lsa has been surgically bypassed. There is a type a dissection observed beginning near the near the brachiocephallic (near the proximal stent graft bare springs), and extending part way down into the ascending thoracic. The cause of the type a dissection is unknown. No stent graft issues are seen, and the diameter across the proximal apex of the bare spring measures 50mm. The possible association of the bare spring to the dissection cannot be ruled out. This may have also been due to a pre-existing patient condition.

Manufacturer narrative:
(B)(4). Method: (film). Results: inherent risk of procedure (dissection, fever, occlusion), (unknown cause of event), patient's condition affected effectiveness of device (pre-existing patient condition). Conclusion: (unknown cause of event), known inherent risk of a procedure (dissection, fever, occlusion), device failure/lack of effectiveness related to patient condition (pre-existing patient condition).